Manufacturer narrative:
The returned cable was evaluated. Green corrosion was observed at the m15 connector. The cable failed continuity testing due to an open in the cable on the white connector, along the length of the cable. No intermittent failure was detected. The cable was tested with known good lab equipment and a "sensor off patient" error message was displayed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the cable "intermittently works". The customer indicated that the monitor would display values and then suddenly display no values. It is unknown if an error message or audible alarm occurred each time the issue was observed. No known impact or consequence to patient.